Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The defect was measured to be 26mm. The sizing of the device was determined using transesophageal echocardiogram (tee) and fluoroscopy during the procedure, as well as computed tomography (CT) prior to procedure. During the procedure, the patient was in sinus rhythm. A tension test was performed, and the close criteria were satisfied. The lobe was well compressed, between a flat tire and a roman helmet shape. There was no leak noted around the lobe of the device. After the occluder was detached, the device dislodged from the left atrial appendage, resulting in embolization in the mitral valve. The embolized device did not cause a partial or complete obstruction or blockage of blood flow. The patient required open heart surgery to remove the device longitudinally through the mitral valve, but there was no valve damage. The patient did not experience any clinical signs or symptoms during this event. No replacement device was implanted. The patient status was reported as stable and intensive care unit (ICU) stay was prolonged by one day.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.